Manufacturer narrative:
This complaint is a duplicate of pr (B)(4). This supplemental is to cancel MDR 9616066-2020-02301

Event description:
It was reported that the universal smartsite OEM bulk non-sterile experienced component separation. The following information was provided by the initial reporter: the white cap on the u-site fell off during work.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the universal smartsite OEM bulk non-sterile experienced component separation. The following information was provided by the initial reporter: the white cap on the u-site fell off during work.